Event description:
A tech reported following an intraocular lens (iol) implant procedure, a pt was unhappy with her vision. The lens was exchanged for the same model, different power. Following the lens exchange, the iol would not stay in position secondary to scar tissue (fibrosis) within the capsule. Two iol rotations are attempted and the pt reported double vision. The lens was exchanged for a different model, same diopter. In a f/u, the surgeon reported the visual acuity has recovered following the exchange. The pt and surgeon are pleased with the results. There are two medical device reports associated with these events. This report is for the first lens that was exchanged.

Manufacturer narrative:
Eval summary: the product was not returned for analysis, device remains implanted. Results from the product history record review indicated the product met release criteria. The product investigation could not identify a root cause. There have been no other complaints reported in the lot number. Attempts have been made to obtain add'l info by phone. A completed questionaire was not received. (B)(4).